Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a hakim valve (ID 823832) was implanted on (B)(6) 2023. During the procedure, the physician found the flow rate of the cerebrospinal fluid (csf) was very low. Initially, the physician suspected that the setting pressure 100 mmhg was too high. Several days after the procedure, the physician adjusted the pressure from 100mmhg to 30mmhg, while the ventricle was still larger than normal and brain parenchyma was edematous. Therefore, on (B)(6) 2023, the physician replaced the valve and setting pressure was achieved.

Manufacturer narrative:
The hakim valve (ID 823832) was returned for evaluation. Device history record (DHR) - product code 82-3832 with lot 6710018, conformed to the specifications when released. Failure analysis - the valve was visually inspected; needle holes in the needle chamber were noted. The position of the cam when valve was received was 40mmh2o. The valve was hydrated. The valve passed the test for programming, occlusion, reflux, siphon guard and pressure. The valve was leak tested; only leaked from the needle holes in the needle chamber. The catheters were irrigated no occlusions noted. Based on the video provided by the customer, it seems like the distal catheter might have been the issue. A possible kink in the catheter at the time of implantation, as no occlusion was noted during irrigation test of the catheters. Root cause analysis ¿ no root cause could be determined for the failure issue reported by the customer as the technician could not confirm any problems with the valve and catheters at the time of investigation. A possible root cause for the issue reported by the customer could be due to a possible kink in the distal catheter when implanted. No flow issues were noted with the valve or the catheters at the time of investigation.